Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, and alarm recurred even after caller followed prompt to remove used cartridge and attempted to load new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Caller planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor to replacement pump; technical support arranged replacement pump shipment, confirmed shipping address, and instructed caller to return problematic pump using prepaid label.